Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was partially extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue.

Event description:
It was reported that a patient was implanted with an atrial lead on (B)(6) 2025. Post procedure, the helix of the atrial lead was partially retracted, leaving it half exposed. This resulted in atrial lead dislodgement. The atrial lead was explanted, and a new lead was successfully implanted on (B)(6) 2025.the patient had no consequences.